Event description:
During the procedure, the irrigation tubing backed up into the fiber optic and electrical ports of the tactisys and liquid was noted at the bottom of the tactisys. Once rf energy was applied, the catheters on the precision screen did not appear as intended and movement wasn¿t accurate to the patient or fluoroscopy. The connections were checked and the leak was discovered. When the catheter was removed from the tactisys, the fiber optic connection appeared to have liquid inside of it. A non abbott ablation catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: one 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the handle, just distal to the luer hub, and just distal to the electrical connector. Further testing revealed a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the dried saline noted within the electrical connector and consistent with the reported event.